Event description:
It was reported that the connection shield iii with povidone-iodine so could not be locked. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893594 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One opened connection shield iii with povidone-iodine solution was returned to baxter product analysis laboratory for evaluation. Visual inspection confirmed the connection shield had an incomplete molding in the latch handle causing the part to close improperly. Evaluation confirmed the sample did not meet specification. The root cause for the molding short was not determined. Quality and complaint trends will continue to be monitored. Should additional information become available, a follow-up will be submitted.